Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2016-05-02. The patient reported that their pump had died before end of life and they were in the hospital under emergency care, their blood pressure was 200/117 and they almost had a heart attack.

Event description:
Information was received from a consumer regarding a patient receiving clonidine 1800ug/ml at 6.55mg/day and morphine 30mg/mg at 10.259mg/day via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. The patient's pump was alarming or beeping. The patient was hearing the critical alarm. The patient was extremely uncomfortable and was a sudden change in therapy/symptoms. The patient planned to follow up with their healthcare provider. The event date was noted as (B)(6) 2016. The healthcare provider reported on the same day that the patient had seen the motor stall code on their 8835 ptm. The patient was hearing the critical alarm and was in active withdrawal. The patient had left a voicemail the morning of the report at approximately 0600 reporting the issues. Per the healthcare provider this was the first time anything like this had occurred for this patient. The patient was on their way to the clinic. The healthcare provider inquired if there could be pump programming done to cause the stall to recover. The healthcare provider planned to confer with the patient and the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.